Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. No patient or user harm was reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. No patient or user harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined the communication sled required to be replaced. Device confirmed operational after communication sled installation.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-apr-2020 to 12-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that dns had an error, system keyboard and comm sled were damaged. A technical support specialist checked event viewer logs, found error with dns. So, they disabled auto sleep on network adapter and on netbios, disabled bluetooth, repaired med application and ran sfc/scannow. A field service engineer installed a communication sled to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer and technical support specialist. This report is one out of three reports that capture multiple occurrences: MFR # for other 2 reports 2016493-2022-99080 and 2016493-2022-99081.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. No patient or user harm was reported. There were no adverse events or injuries reported based on this incident.